Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the s-ring was out of lock (the lock was broken). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the connector. It was also stated that the tape stayed on the body but the quick release came off. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the connector. It was also stated that the tape stayed on the body but the quick release came off. No further information available.